Event description:
Event was reported to caldera medical by an attorney. The pt experienced pain, infections, pain and difficulty during sexual intercourse, mesh extrusion, and corrective surgery. No further info has been provided.